Event description:
The customer stated that he was hospitalized for high blood glucose levels, with a reading of 393 mg/dl. Prior to the event, the customer's blood glucose levels went from 531 to 338 mg/dl. The customer then laid down, and when he woke up, his blood glucose levels were above 400 mg/dl again. That is when he decided to go to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.